Manufacturer narrative:
A sample was returned for evaluation, however, at this time a definitive root cause cannot be determined.

Manufacturer narrative:
According to the facility the "pilot balloon would not remain inflated". Per the facility "the patient was on the ventilator" and the balloon was inflated with "cuff manometer and intellicuff secondary". Per the facility there was no serious injury related to the reported event and the patient was reintubated. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the "pilot balloon would not remain inflated".